Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Ever sense user guide mentions about it under "risks and side effects". The user reported an allergic reaction with symptoms of rash and wetness caused by the white adhesive patches. The symptoms first appeared on (B)(6) 2025. Patches were not expired. Bandage or tegaderm weren't being used at the time when symptoms occurred. The user initially treated himself with ibuprofen. But it resulted in user experiencing itching. The user consulted the doctor who mentioned that user had an allergic reaction and prescribed a cortisone ointment. During a follow up, the user stated that after using cortisone cream, the redness was almost gone. The user started that he would resume using adhesive patches once the area is completely healed. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where user reported an allergic reaction with symptoms of rash and wetness caused by the white adhesive patches. The symptoms first appeared on (B)(6) 2025. Patches were not expired. Bandage or tegaderm weren't being used at the time when symptoms occurred. The user initially treated himself with ibuprofen. But it resulted in user experiencing itching. The user consulted the doctor who mentioned that user had an allergic reaction and prescribed a cortisone ointment. During a follow up, the user stated that after using cortisone cream, the redness was almost gone. The user started that he would resume using adhesive patches once the area is completely healed.